Event description:
It was reported that a cartridge alarm occurred while the pump was in use. The customer¿s blood glucose level did not exceed 500 mg/dl and there was no adverse impact on the customer's health. The customer was unable to load a new cartridge successfully, leading to cts deciding to replace the pump. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery until the replacement pump arrived. Instructions were given to store the pump and return it with a pre-paid label, which the customer understood and acknowledged.